Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, when the needle plunger was pulled for removal, no suture was attached to the needles. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the posterior needle-to-cuff miss occurred during needle deployment as evidenced by the posterior cuff remaining in the posterior foot pocket. Although, the posterior needle tip was released from the shank, it did not engage with the posterior cuff and remained undisturbed. This is consistent with the posterior needle being deflected away from posterior portion of the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the link detaching at the swage end of the anterior cuff as observed. The posterior needle-to-cuff miss and subsequent link detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to achieve hemostasis as intended. Possible contributing factors for the needle deflection which resulted in the posterior cuff miss and subsequent link detachment included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. There were no reported challenging anatomical conditions which could have contributed to the needle deflection. Furthermore, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated during needle deployment or the needles were not deployed at 45-degree angle, which could have contributed to the needle deflection. However, based on the successful test of the devices needle trajectory during manufacturing, the probable cause for the posterior needle-to-cuff miss and subsequent link detachment is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. During lab testing, a proxy plunger could not be inserted to test the needle trajectory and push mandrel travel because the body of the device popped open when the lever was activated to deploy the foot. The observed damage was consistent with forcibly closing the lever to park the foot prior to retracting the needle plunger during use, which would damage the needle follower (a component at the proximal end of the needle plunger assembly), and result in difficulty retracting the needle plunger. However, this could not be confirmed as the needle plunger was not returned with the device. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. No manufacturing or quality deficiency was detected as a result of this investigation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.